Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet system, with a fingerstick value of 522 mg/dl, after a same-day supply change and a subsequent site-only change guided by support; the user and caregiver reported no visible infusion issues and no occlusion or dosing-stopped alerts, and food intake was a typical measured meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user returned to range per available report. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.